Manufacturer narrative:
Additional information (06-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Quality control (qc) recovered within the customer¿s acceptable ranges, and no issues were noted with the other patient samples, indicating that the sodium (na) assay and the dimension exl 200 system were performing acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced the sample diluent as part of standard troubleshooting for issues of this nature. Additionally, the customer bleached the integrated multisensor technology (imt) system and tubing. Repeat of the same sample yielded the expected result. Hsc concluded the cause of the event is consistent with the poor sample mixing, and the issue was resolved by the customer cleaning the imt module and tubing. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2023-00238 was filed on 10-nov-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on the same dimension exl 200 system. A higher result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.